Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that patient said during a pelvic floor treatment about 2 weeks ago the therapist put a device down near their ankle that affects the sciatic nerve that is supposed to have some beneficial effect. Patient said they didn't know at the time to turn off the device but they are thinking the session might have interfered and turned the device off. Patient thinks the implant is off now. Patient said they think the implant is off because they saw a message on the handset about power off for restart. Reviewed message meaning. Patient tried to power on the communicator but it would not power on. Reviewed communicator needs to be charged. Reviewed the patient cannot check the status of the ins w/out using the communicator and the handset. Emailed instructions.

Event description:
Additional information was received from the patient. They reported that they resolved the emi from ankle device and turned it off by declining use of ankle device. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.